Event description:
On (B)(6) 2013 patient reported experiencing inflammation at her infusion site in (B)(6) 2013. Patient stated her infusion site inflamed to a red color and left a knot on her skin. Patient reported the infusion set was in place for one day. Patient stated, she visited her doctor for treatment of the inflamed site; was prescribed medicine. Name or type of medicine was unknown. Patient reported experiencing bruising in the affected area also. Patient discarded the alleged infusion set. No product return was requested.

Manufacturer narrative:
Conclusion the complaint describing a skin irritation cannot be verified, the head set meets product specifications. Result no samples were returned for investigation; however, the reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. The batch record 5025230 and sterility of the product was verified and found it within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.